Event description:
The clinician reports the implant was inserted (B)(6) 2013 in fdi 24. Ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to themanufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.